Manufacturer narrative:
A complaint that "couldn¿t turn it on" was confirmed when trying to perform the cassette test. The probable cause is the peripheral printed wiring assembly (pwa) 360 and the common pwa 360. Complaint of a " burnt smell on the pump" was confirmed and the central processing unit (cpu) pwa board was replaced. After replacing these items we were able to turn on the device however the device alarmed n251 (valve/cass test fail) so we replaced the pressure detector and air pin and pressure (app) pwa board. Also replaced a damaged fluid shield. After replacing these parts the cassette test passed with no alarm or error codes, all relevant performance verification testing (pvt) tests passed with no alarm or error codes.

Event description:
It was reported that a plum 360 couldn¿t turn it on and kept beeping. In addition, as the device was plugged in it has a burnt smell on the pump so it was removed from the battery. There was no patient harm reported.